Event description:
On (B)(6) 2013, the reporter contacted animas alleging that for the past four days the patient's blood glucose (bg) has been elevated between 400 and 500mg/dl. The patient's bgs have reportedly been treated by boluses via the pump. The reporter noted that the patient's behavior is normal, but due to the patient's age it was unknown if the patient was experiencing any symptoms of hyperglycemia or not. The reporter denied any site or set issues. The reporter denied any air bubbles or leaks in the system. Troubleshooting found that all settings and histories were correct and there was no indication of a pump malfunction. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed on (B)(6) 2013 at 3:54 pm, the pump was suspended; deliveries resumed on (B)(6) 2013 at 5:21pm. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. Typical usage alarms and warnings were observed in the alarm history and black box; there were no alarms related to the complaint recorded in pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the force sensor was found to out of calibration. Also unrelated to the complaint, the piezo volume was found to be low.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.